Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated alinity I ca 19-9xr results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 23912fp00. Return testing was not completed as returns were not available. Complaint activity review did not identify an increase in complaint activity. Trending review did not identify any trends for the product for the issue. Device history record review did not identify any non-conformances or deviations for reagent lot 23912fp00. Accuracy testing was performed for reagent lot 23912fp00 using an internal alinity I ca19-9xr panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I ca19-9xr for lot number 23912fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / -31.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result for a patient. It is unknown if the patient has a history of pancreatic cancer. The following data was provided: on (B)(6) 2021 at 5:02 am = ca 19-9 result = 106.60 u/ml. On (B)(6) 2021 at 7:09 am = ca 19-9 result = < 2.06 u/ml. On (B)(6) 2021 at 7:53 am = ca 19-9 result = < 2.06 u/ml. The patient sample from (B)(6) 2021 was measured for confirmation = ca 19-9 result = < 2.06 u/ml. There was no impact to patient management reported.